Event description:
It was reported that the patient underwent a posterior spine fusion at t3-l3 to treat scoliosis. It was reported that the patient fell down approximately 4 months post-op and came to the clinic complaining of pain. It was found that the set screw had loosened from the bone screw at l3 and the rod had come dislodged. The patient underwent a revision surgery a few days later and replaced the pedicle screw and set screw. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual and optical inspection did not identify damage to the thread form, consistent with misalignment of the set screw and mas head. Microscopic examination of the set screw revealed significant pitting present where it interfaces with the mas threads, as well as at the base of the set screw where it interfaces with the rod. The pitting/corroded locations are component interface points, specifically the mas head and set screw threads and the set screw rod interface node. These voids are indicative of chemical attack. The pitting seen at these construct interface points, when assembled, would provide crevices which can promote in vivo corrosion. The nature, location, and corroded surface morphology of the returned implants are consistent with anticipated in-vivo wear due to crevice corrosion. After visual microscopic inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information. A review of the device history records did not identify any applicable nonconformance to specification.